Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the ht70 ventilator generated an alarm and stopped ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.

Manufacturer narrative:
Additional codes added to section h6 evaluation code result and conclusion. H3: device evaluation summary: it was reported that single board computer (sbc) board was replaced by third party service provider tokibo (tkb) to address the issue. One sbc board was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The board was installed into the failure investigation (f.I) test ventilator and the event history files were downloaded. The event history shows a system error then an exception error in the logs on 14/dec/2019. Further data was unable to be gathered from these entries as the unit ran for too long after the incident before logs were downloaded. The device was left to ventilate for five days and no errors were given, and the device did not cease ventilation. The reported symptom was unable to be replicated during the analysis; however, a system error and exception error were verified in the event logs. The likely cause of the event was isolated to an intermittent fault in component sbc board. With the information available a likely cause could not be determined. The event is included in data monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional code added to section h6 evalaution code result. Additional information received as follows: it was reported that single board computer will be replaced by third party service provider tokibo (tkb) to address the issue. Failure confirmation, root cause, or relationship to the event could not be determined since no product was returned for evaluation or made available to medtronic. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.